Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion due to perforation into the pericardium from the atrial dislodgement. This ra lead was explanted, replaced with the same model and disposed. No additional adverse patient effects were reported.